Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation and underwent an scs trial that was successful. The patient currently has a competitor lead and a 3186, surgery may take place to resolve this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the current thoracic lead was removed and placed with two cervical leads. Nevro paddle lead still in place ipg was replaced electively. Therapy restored.